Event description:
It was reported that, during an unspecified surgery, there was difficulty in attaching the exposure control metal guard and plate probe to the handpiece. The surgery was resumed, without any delay, by using another handpiece. The patient was not harmed. The results of investigation indicate that the drill guide was bent, which makes this event a reportable malfunction.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports,. Visual inspection found that the drill guide support was bent and misshapen and showed it had been clamped. Functional inspection found that a guard could not be inserted over the tip of the drill guide support. A relationship between the device and the reported event could be established. The malfunction is likely due to user error.